Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was originally submitted on july 26, 2010 however we were later informed by FDA the esg was not operational due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Evidence of a lot of ahr (atrial high rate) activity on the date of death. On august 19, 2010, updated manufacturing date for the lead (B)(4), 5076 from august 11, 2009 to august 14, 2009.

Event description:
It was reported the patient died (B) (6)2010. Emergency medical services arrived at her home and found her. Review of device data revealed some short a-a intervals (70ms) and a wavey egm. It was further observed "the device is seeing it a as ar vp with no ventricular senses." The patient was noted to have been in atrial fibrillation "quite a bit." Thresholds and impedances were stable, and there were no ventricular high rate episodes. An autopsy was not performed. The cause of death is unknown, and the device remains in the patient. It will not be returned. There is no allegation from a health care professional that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was originally submitted on july 26, 2010; however, we were later informed by FDA the esg was not operational due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation. Evaluation summary (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found. Evidence of a lot of ahr (atrial high rate) activity on the date of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This report was originally submitted on july 26, 2010; however, we were later informed by FDA the esg was not operational due to a power outage. Therefore, this report has been resubmitted when the gateway resumed operation.

Event description:
It was reported the patient died (B)(6) 2010. Emergency medical services arrived at her home and found her. Review of device data revealed some short a-a intervals (70ms) and a wavey egm. It was further observed "the device is seeing it a as ar vp with no ventricular senses." The patient was noted to have been in atrial fibrillation "quite a bit." Thresholds and impedances were stable, and there were no ventricular high rate episodes. An autopsy was not performed. The cause of death is unknown, and the device remains in the patient. It will not be returned. There is no allegation from a health care professional that the death was device related. It was also reported the patient was pacemaker dependent and had last been seen in the clinic (B)(6) 2010.